Event description:
It was reported that this right ventricular (rv) lead has a history of noise. The patient experienced a pause while the patient was in an ambulance. This lead remains in use. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).